Event description:
It was reported that the patient experienced ineffective therapy due to one of the leads had migrated. As such, surgical intervention took place wherein it was not possible to reposition the lead. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which one of the leads migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000116279. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.